Manufacturer narrative:
As of today, there is no additional information available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented to the hospital after experiencing syncope. When the device was interrogated, the device displayed noise which was oversensed. The electrogram also displayed some undersensing. Isometrics and pocket manipulation were unable to reproduce noise. The physician will perform a revision procedure at a later date. There were no additional adverse patient effects. The system remains in service.